Event description:
It was reported that the patient was unable to connect to their ipg following an MRI scan. Reportedly, the ipg was set into MRI mode prior to scan. Troubleshooting was unable to resolve the issue. As such, the patient is without therapy/pain relief. Analysis of the clinical programmer logs confirmed that the ipg is inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates patient lost therapy due to the reported issue. Reportedly, therapy was restored post op.